Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable as the lens was inserted and removed. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that during the implantation of a zcb00 18.0 diopter intraocular lens (iol) the patient's capsule broke. The physician believes that the capsule was weakened before the surgery. Vitrectomy was required and the lens was replaced with another amo lens. No further information was provided.

Manufacturer narrative:
Additional information: through follow-up the following additional information was provided: it was clarified that the issue was not due to product quality issue. The physician stated that the female patient's left eye had a weakness in the interior capsule that caused a tear. This was not due to the lens. The incision was not enlarged. A sulcus lens was used. There was no patient injury reported however, suture was required. Age/date of birth: (B)(6) ; gender/sex: female. The physician's name and contact information was provided therefore updated accordingly: (B)(6). Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no other complaint have been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.